Manufacturer narrative:
(B)(4). D10: 1.5x5mm ht sd x-dr scr ea cat# 91-6105 lot# j66634520. G2: colombia. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that 2 screws were fractured during placement of the bone flap. Additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported event is confirmed, based on product return. A visual inspection was conducted on the returned screws. The screws both show signs of attempted use including marking and scratching on the screw surface. Further inspection showed that both screws have fractured. The tips were not returned. The product was sent for fracture analysis. A fracture analysis was not conducted however as the damage of the screw was indicative of the torsional ductile overload mode seen in other returns from this customer for this part number. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an initial procedure involving the placement of the bone flap, the screws fractured. The proper surgical technique was used. The fractured screw parts were removed from the patient, and the procedures were completed successfully using alternative devices. Attempts have been made, and no further information has been provided.